Manufacturer narrative:
Exemption number e2011009. This report has been identified as b. Braun medical internal report (B)(4). The sample and all available information were forwarded to the manufacturer for further evaluation. Visual inspection was performed on the returned sample and found no abnormalities. The samples were functionally tested and based on the results the samples met specifications based on the results of the investigation, no specific conclusion can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch number: 5063849. Paclitaxel infusing with an inline filter that leaked. Tubing connections were all wrapped and checked; confirmed that the leak was from the filter. No patient injury reported. Sample available for further evaluation.